Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead implant the set screw on the lv port was noted to be stripped. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported inability to tighten the lv set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the lv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.